Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that patient was experiencing difficulty charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that patient was experiencing difficulty charging the device. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that patient was doing well post operatively and the explanted device will not be returned as it was disposed at the facility.